Event description:
While using the tuberculin syringe the needle did not retract (as it is supposed to) in two different circumstances. Different nurses were involved as users. One nurse sustained a dirty needle stick. (This lot of needle was removed from our shelves.) No reported issues with other similar lots.